Manufacturer narrative:
Model number/catalog number: 72404233-12, serial number: n/a, batch/lot number: 1100763758, model/catalog description: cx preconnect ms 21cm ps 12cm tl iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction with the reservoir bulge. A surgical procedure was performed to replace the reservoir. No device issues were identified, and no patient complications were reported.